Event description:
Reporter alleged discrepant blood glucose values of 420 mg/dl back to back with a result of 120 mg/dl when testing was performed 1 minute apart of the advantage system. Customer stated not having any high or low glucose symptoms at the time, however, did not provide the location of the testing. No actions or treatment resulted. A request was made for the return of the suspect device and replacement product was sent.